Event description:
It was reported the image of the gastrointestinal videoscope was intermittent. The issue occurred during an endoscopy procedure. The procedure was completed with an olympus device. There was a slight delay however, were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and white foreign material inside the air/water cylinder channel. A root cause could not be identified. Based on the results of the investigation, the likely cause of the intermittent image and image noise was traced to component failure. In addition, the cause of the white foreign material inside the air/water cylinder channel could not be established. Olympus will continue to monitor field performance for this device.